Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. A review of the log files contained data spanning approximately 10 days (29jul2023 ¿ (B)(6)2023 per timestamp). Starting (B)(6) 2023 at 2:53:37, 2:54:47 - 2:55:24, and 3:02:24 to (B)(6) 2023 at 7:02:32, backup battery fault alarms activated due to the backup battery load test not passing. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarms did not resolve in the log file. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: hsc-063575) was not returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective action/preventative action (CAPA) has been implemented to address the issue of backup battery fault alarms due to the load test not passing. The system controller associated with this event was manufactured prior to the implementation of the CAPA. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a backup battery fault alarm. When hooked up to the system monitor, the message, "replace backup battery" was displayed. The battery was noted to have 27 months left until expiration. The patient reported that they received the controller in nov 2022. The battery was removed and reinstalled, resolving the alarm. A review of the log files revealed backup battery fault alarms on (B)(6). It was later reported that the backup battery fault alarm returned. The patient presented to the clinic and a controller exchange was performed.